Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) advised the customer to recalibrate accutni+3, perform a quality control (qc) run, and repeat patient samples that had generated indeterminate-flagged results. The customer recalibrated the instrument, which failed. A bec field service engineer (fse) was dispatched to the site and noted the transducer voltage was drifting. To stabilize the voltage, the fse adjusted the nut and replaced the tip. The fse then replaced the wash pump seal, wash, and precision pump drive belts. A precision run performed prior to repairs failed; after repairs, a precision run passed.

Event description:
The customer reported an access 2 immunoassay system generated indeterminate-flagged patient results, in which a numerical value is not generated, for troponin I (accutni+3). In addition, the customer reported that low-level quality control (qc) results were two standard deviations below the expected mean. The results for two patients were affected; there was no change to or impact to patient treatment in connection with this event.